Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and two relevant findings were identified. Upon review it was revealed that the failure mode of this complaint is not the same as/relevant to the findings identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after placement of the catheter, blood was found leaking from the connecting part of the juncture hub. Therefore, the catheter was removed. As there was no other kit to replace in the hospital at that time, the procedure was cancelled. No injury to the patient occurred." There was no medical intervention that occurred. The patient's current condition is reported as "fine".

Event description:
It was reported "after placement of the catheter, blood was found leaking from the connecting part of the juncture hub. Therefore, the catheter was removed. As there was no other kit to replace in the hospital at that time, the procedure was cancelled. No injury to the patient occurred." There was no medical intervention that occurred. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).